Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that during a primary procedure a 2.5 dartfire edge screw was inserted over a .035 double ended k wire for a hammertoe procedure. The head of the screw broke off during insertion and was successfully removed. There is no fixation in the distal phalanx where the screw head was intended on being. Normal screw insertion process was done.